Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported vacuum lost after the laser fired. The patient interface was exchanged and the procedure was completed with no patient harm.

Manufacturer narrative:
Additional information provided. No additional information provided. A root cause could not be determined. The manufacturer internal reference number is: (B)(4).